Event description:
It was reported that an explant was performed due to stenosis after approximately 10 year implant duration. The operative report states that the patient presented shortness of breath. "The aortic bioprosthesis was stenotic from calcification. Also had retracted leaflets." After surgery, the patient was then transferred to ICU in stable condition.

Manufacturer narrative:
Evaluation summary: as received, the valve exhibits heavy calcification in the cusp area of all three leaflets. Moderate calcification is detected in the free margin of leaflet 3. Calcification restricted mobility in the leaflets and led to stenosis. A gap is noted at the coaptation region. Moderate host tissue overgrowth encroached onto the tissue inflow and into the orifice at the greatest point by approximately 5mm. Host tissue is moderate at the stent inflow and minimal at stent outflow. The x-ray demonstrates calcification and wireform to band separation, most likely due to explant. Additional manufacturer narrative: calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. Host tissue/pannus growth is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. A certain degree of host tissue growth is expected. However, abnormal or severe pannus growth can eventually affect the function of the valve. According to literature, pannus typically occurs between 12 months to 5 years. Since the mechanism of host tissue growth in bioprosthetic heart valves is still not fully understood, the root cause for the host tissue growth for this particular valve cannot be determined at this time. Although the root cause of the noted calcification is not determined, there is no indication of a product quality deficiency during the manufacture of the device that may have contributed to this event. The valve remained implanted for approximately 10 years. It is likely that patient factors contributed to the event.

Manufacturer narrative:
Method: no product return. Additional manufacturer narrative: the device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections.